Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The defect(s) reported by the customer were verified and remedied. The following repair activities were performed: insulation resistance of the motor outside tolerance - motor replaced. Motor does not turn: motor replaced. "Micro": preventive replacement of o-rings performed. Per the service report. There was a short circuit between the motor wires and the handpiece body. A defective internal component may be a possible root cause for the electrical short. However, we cannot discern a definite root cause at this time. A short circuit may cause the device to not function as expected and overheat. The unit was cleaned. Functional test, electrical safety test and hipot tests were performed. The unit was fully repaired. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on november 20th, 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that post operatively the micro tornado hand piece with hand control was warming up and needs service. The procedure was completed by using a replacement device without any patient harm or surgical delay.